Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73c2100804 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6)2022, the clip does not close during usage on the patient. It was replaced with a clip from another c artridge. There was no mention if it was the same batch. The patient's condition was reported as fine.